Event description:
Customer states the device was in a flood. Two connector pins are missing. Upon initial eval, it is confirmed the pins are missing, but appear to be melted. The device has been received and replacement product has been sent.